Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive activate button due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.